Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1spinal root decompression. In the next month, the pt presented with lumbar myospasms. The investigator noted the event as mild in intensity. Physical therapy was prescribed by the physician. It is unknown if the event resolved, as the pt was referred to physiatry but was lost to follow-up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.